Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had pump error movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer's blood glucose level was unknown. Trouble shooting was declined by customer. The insulin pump will not be returned for analysis.